Manufacturer narrative:
Event date: exact date unknown, event occurred in december 2022.

Event description:
It was reported that the patients ipg had to be charged frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.